Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and the lead exhibited no capture at high output and far field r-wave (ffrw). The lead was programmed off. A lead revision was planned "but access was tight" and the lead was explanted and replaced. No patient complications have been reported as a result of this event.